Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed share lof review and data confirmed a loss of connection. The complaint is confirmed because of the loss of connection. The customer's complaint was confirmed because a "loss of connection" gap was present in the log. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was not confirmed via data. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.